Event description:
It was reported that an ilet user experienced partial meal announcement insulin deliveries, with dosing halting at various percentages, and episodes associated with a consecutive stalled motor alert; troubleshooting identified motor stall behavior during meal delivery and a potential supply set issue, and replacement infusion set, connector, and cartridge were arranged. Symptoms included hyperglycemia with a reported glucose of 343 mg/dl. Outcomes included no hospitalization or other reported sequelae. Investigation included guided troubleshooting, pump restart, disconnect and tubing fill confirmation, dry run beyond 120 units without supplies, supply change from a new box, and verification of adequate insulin and absence of occlusion alerts during some events. Investigation of this case revealed intermittent motor stall during meal announcements not always meeting the threshold for the specific alert, with incomplete meal dosing likely related to a supply set issue and the device¿s dosing algorithm behavior during learning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.